Manufacturer narrative:
Device evaluation: the blue pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, the user witnessed blue pixels. The user was noted to be seeing very little heating in the distal portion of the hippocampus/amygdala starting at the low power and after the increase to 100% firing power, the user started to see significant blue pixels and pixel drop. The blue pixels did not dissipate regardless of probe position or power setting. The physician was noted to have performed a biopsy prior to the ablation procedure and obtained one core sample; following the biopsy there was no solution injected back through. There were no patient complications reported in relation to this event.